Event description:
It was reported that during a routine device change out, disconnecting the lead from the pulse generator was difficult. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.